Manufacturer narrative:
Additional information was added to d9, h3, h6, h10: h10: the device was received for evaluation with a mini cap attached to the female connector. Visual inspection and magnification was performed and showed the female connector separated from the main body. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The minic ap was hand removed from the female connector, therefore the reported connection issue was not verified. The cause of the separation was due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a connection issue; further described as difficult to disconnect cassette from the female connector. This was observed during use of the devices for peritoneal dialysis therapy. (3) attempts were made to disconnect and the transfer set finally disconnected from the cassette. The transfer set was in use for about (10) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.